Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared continuous alarm sounds. Review of the pump history verified that no alerts and alarms had occurred to suspend insulin delivery. Blood glucose level was 96 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.